Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they had been having issues with their controller finding their implanted neurostimulator (ins) for about a year or so. Patient said the controller would give lots of errors when charging the implant, like 'wait 10 minutes' (agent understood passive recharge mode) and the charger needs to be in the right spot to advance. Patient also said it would take a long time to charge the implant and would charge for a while and then stop. Patient had an appointment with healthcare provider today, and healthcare provider told patient they would get them in contact with a manufacturing representative (rep) to talk about their stimulator and see what was going on and what they needed to do, and the rep redirected them to pats for replacement equipment. Agent had patient remove the battery pack from the controller and plug the controller into the ac power supply; patient confirmed the controller powered on. Patient reinserted the battery and confirmed the green light on the controller was flashing. Patient unlocked the controller without anything plugged in and reported the controller battery was at 40% and the implant was at 30%. Patient then connected recharger and was able to start a charging session without issue after a couple of seconds. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient monitor the issue and call back if it persists; agent also advised they note the screen number of any future error messages to assist with troubleshooting in the future if needed.